Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair will accept a charge then it dies quickly. The patient alleges he was stuck in the street and the chair died and he had to be pushed home.